Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned for analysis. An insulation abrasion at 8.3 cm to 8.8 cm from the distal tip which exposed the outer coil. Abrasions were consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.